Event description:
Info received indicates during a safety check, the tech found the ground resistance was high above the specification.

Manufacturer narrative:
The tech isolated the issue to the screw that attaches the power cord; neutral wire to the fuse block was not fully tightened. The tech tightened the neutral wire screw to repair the bed.